Event description:
Reference number (B)(4). Event occurred in solvenia. It was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set et fell off after 2 days of use. No further information available.